Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An ht70 plus ventilator was returned for evaluation and during investigation, they found that the unit's display froze and as well as the power save mode could not be terminated by user input. The ventilator was not in use on a patient at the time of the reported event. To resolve the issue, the single board computer (sbc) board and light emitting diode (led) driver board were replaced. The unit was processed per service instructions and the unit passed all testing and operated within the manufacturing specifications.